Manufacturer narrative:
After further investigation, it was identified that this complaint event is no longer reportable in us so complaint record is downgraded. Please cancel mfg report number 2249723-2025-0000244 in your database.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the slide handle assembly (0997-00-0587). The unit passed all functional and safety tests and was returned to customer

Event description:
It was reported that, the customer had damaged the slide handle for cardiosave intra-aortic balloon pump (iabp) unit transport. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The following was performed by technician of the maquet failure analysis and testing (fat) department wayne, the failure analysis and testing department received the following part associated with this complaint: assy. Slide handle. This part was received with a reported unit failure message of handle damaged. Performed visual inspection of this part received and found the handle was damaged. The fat dept. Verified the failure message of handle damaged. Retaining assy. Slide handle in the fat dept. Per procedure.

Event description:
Na.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. After further investigation, it was identified that this complaint event has no longer reported in us so submitting downgraded MDR. Please cancel mfg report number 2249723-2025-0000244 in your database.